Manufacturer narrative:
A bag of articles had been placed under the litter. It was pushing against the hydraulic jack release pedal.

Event description:
It was reported by service reported that the stretcher will not pump up. No pt involvement or adverse consequences are reported.